Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted. The lot met all release criteria. This is the only complaint reported for this lot number and issue to date. Image/medical record review: four electronic photos were received and reviewed. The first photo shows one monopty device lying on a flat surface. The entire device can be seen. A foreign material on the distal end of the cannula is faintly visible. The remaining three photos show the distal end of the monopty biopsy needle. A piece of clear foreign material can bee seen on the distal end of the cannula. Based on the four photos, the investigation can be confirmed for a foreign material on the device. Medical records were not provided. Visual/functional inspection: the sample was returned with protective tubing placed on the needle tip. There were no visual anomalies noted on the device. The needle protector was removed and a piece of clear material was found wrapped around the outside of the cannula approximately 7.26mm from the distal tip of the cannula. The clear material measured approximately 3.35mm in length across the cannula. The width of the clear material measured to be approximately 2.95mm. Conclusion: the investigation is confirmed for foreign material on the device. However, the origins of the foreign material are unknown. Per manufacturing process, all magnum needles are 100% inspected for any visible damages or defects prior to packaging. Therefore, it is unlikely that the root cause is manufacturing related. However, based on the available information, the definitive root cause could not be determined. Labeling review: the current instructions for use (IFU) states: precautions: before using, inspect the needle for damaged point, bent shaft or other imperfections that would prevent proper function. If the needle components are damaged or bent, do not use. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
No device, no medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that prior to a biopsy the device was noticed to have a foreign adhesive tape-like material on the tip of the cutting cannula. No patient involvement was reported.

Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.